Manufacturer narrative:
Vyaire's in-country business partner service group reported evaluating the ventilator device. The service group was unable to duplicate the reported event. The suspect ventilator device is currently unavailable for further analysis and no return good authorization (rga) has been issued by vyaire. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that while the avea ventilator was in use with a patient, the ventilator stopped delivering breaths suddenly without any alarm present. The patient was found to have hypoxia and developed a cardiac arrest. Manual resuscitation was delivered (ambu bag) and cardio pulmonary resuscitation (CPR) was immediately started. The ventilator was restarted and the extended self-test (est) was done. The patient was revived within minutes and placed back on the same ventilator.